Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 3.50x16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones showed signs of positive pressure applied. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found wire lumen damage (stretching/bunching) and a wire lumen break, located 138cm distal to the distal strain relief. No other issues were identified during the product analysis. An attempted was made to inflate the device to 16atm but the pressure could not be maintained, and only partial inflation and partial stent expansion occurred. The stent could not be deployed. A vacuum was pulled, and the partially inflated balloon failed to fully deflate (the proximal balloon deflated without issue but the distal balloon cone did not deflate). No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29-aug-2019. It was reported that deployment failure occurred. The target lesion was located in the coronary artery. A 3.50x16mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent failed to expand after the balloon was inflated twice at 16 atmospheres for 30 seconds. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported. However, returned device analysis revealed wire lumen break.